Event description:
It was reported that the ventilator had a constant disc/sense alarm while connected to a patient. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The event trace did not contain any unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.